Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, ovarian cyst, (B)(6), menses irregular, haemorrhagic cyst, candidiasis, twin pregnancy, breast pain (left), nipple discharge (left), breast mass, breast cancer, mastectomy, c-section, thyroidectomy and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena on (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: 1st device: trailing coils 2. 2nd device. Trailing coils in uterus: 1. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no: 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, ovarian cyst, chlamydial infection, menses irregular, haemorrhagic cyst, candidiasis, twin pregnancy, breast pain (left), nipple discharge (left), breast mass, breast cancer, mastectomy, c-section, thyroidectomy and uterine dilation and curettage. Previously administered products included for an unreported indication: mirena on (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: 1st device: trailing coils 2. 2nd device. Trailing coils in uterus: 1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc(product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.